Manufacturer narrative:
H6 continued: international medical device regulators forum (imdrf) adverse event reporting. Health effect clinical code: 4580 insufficient information. Health effect impact code: 4648 insufficient information. Medical device problem code: 2303 - microbial contamination of device. Component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4114 device not returned, 4119 insufficient information available. Investigation findings: 3221 no findings available. Investigation conclusions: 4315 cause not established. Summary: no serious injury, device malfunction, cross contamination or death related to the duodenoscopes used in the region of this study have been reported; therefore, pentax could not confirm the specific user facility, event dates, sampling dates, or patient cases potentially exposed to a cross contaminant. Without specific product information, further investigation is not possible. Similarly, with products not being returned for evaluation, failure modes cannot be investigated or confirmed, therefore the root cause cannot be established. If additional information becomes available, a supplemental report will be filed with the new information. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. Manufacturer MDR 9610877-2024-00011_ed34-i10t2. Manufacturer mdr9610877-2024-00012_ed34-i10t.

Event description:
On 25-jan-2024, pentax medical became aware of a journal article identifying duodenoscopes with potential contamination. Per the article, (jama internal medicine march 2023 volume 183, number 3), the author provided the following data evaluating distal end cap (dec) duodenoscopes compared to standard duodenoscopes in terms of persistent microbial contamination and technical performance. The ercp procedures performed with these duodenoscopes resulted in persistent microbial contamination(defined as greater than or equal to10 colony-forming units of any organism or any growth of gram-negative bacteria) was detected in 11.2% (24 of 214) of standard duodenoscopes and 3.8% (8 of 208) of disposable elevator cap duodenoscopes. No serious injury, device malfunction, cross contamination or death related to the scopes used in the region of this study have been reported; therefore, pentax medical could not confirm the specific user facility, event dates, sampling dates, or patient cases potentially exposed to a cross contaminant. These two events are being reported in an abundance of caution, to ensure compliance with agency reporting requirements. Without additional clarification, the information we have reasonably suggesting that if the malfunction recurs, the device or any similar marketed device is likely to cause or contribute to a death, serious injury, or other significant/important medical event, this event is FDA reportable. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.